Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was inaccurate. Additionally, it was reported that there were air bubbles in the luer lock. The customer primed the tubing to remove the air. Reportedly, the fill tubing process took more insulin than normal until drops of insulin were seen coming out of the tubing. The customer's blood glucose level was 138 mg/dl. Recommendation was made by tandem's technical support for the customer to reload the cartridge.